Event description:
It was observed that during the device evaluation, the video telescope displayed a green image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device displayed a green image due to a broken video cable, the fibre bonding in the outer tube area (distal end) was damaged and the light guide-bundle of the insertion section was broken and therefore the light transmission was not given or too low. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image error could be traced to the cable unit. Olympus will continue to monitor field performance for this device.